Event description:
Per the clinic, the electrode array was incorrectly inserted with semi-band electrodes pointed towards the lateral wall instead of towards the modiolus, resulting in the decision to explant the device. The device was explanted on (B)(6) 2025 and the patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached.